Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly had bends approximately 10.0 cm, 42.0 cm and 116.0 cm from the proximal end. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). The embolization coil had offset coil winds throughout the coil. The introducer sheath was undamaged. During functional testing, the smart coil was able to advance out of its sheath with minor resistance. The smart coil was also able to advance through a demonstration microcatheter with minor resistance. Conclusions: evaluation of the returned smart coil revealed offset coil winds. If the device is advanced against resistance, damage such as this will likely occur. These offset coil winds may have contributed to the resistance experienced in the reported complaint. The root cause of the resistance could not be determined. Further evaluation revealed bends along the pusher assembly. These bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician successfully advanced four smart coils into the target vessel using a non-penumbra microcatheter. While attempting to advance another smart coil as the fifth coil, the physician felt resistance in the middle of the introducer sheath and the smart coil would not advance further. Therefore, the smart coil was removed and the procedure was completed using another smart coil. There was no report of an adverse effect to the patient.